Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was hardware low level failure alarm during a self test. Customer's blood glucose was 111 mg/dl. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Customer stated that the insulin pump had shut down and it was turned blank. Customer troubleshoot was performed. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. No unexpected hardware low level failures alarm found during testing or in the insulin pump history file.